Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A device history record review has been initiated and analysis of the data has not been completed. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: undesirable effects: the patients must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both occurring after the injection. These reactions may last for a week. Method of use ¿ posology: juvéderm ultra¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured.

Event description:
Healthcare professional reports that during patient injection with a syringe of juvederm ultra xc physician experienced a ¿locked¿ syringe. Patient was injected in the nasolabial fold. It was noted that the plunger was ¿stucked¿ as it did not move down. "The plunger did not move, and no product come out of the syringe, despite of trying to inject it for three times." The healthcare...did not continue to inject this syringe and stored it. The packaged needle was used. Healthcare professional reports experiencing "pain in the hand due to forcing too much the syringe." Hcp's symptoms were treated with anti-inflammatories, and resolved after 5 days. Patient also experienced edema due to the large number of attempts to inject the patient. Patient¿s symptom improved after 15 days with no treatments. Patient later received an injection of juvéderm® volift¿ with lidocaine (with no intercurrences). This is the same event reported under MDR ID #3005113652-2018-01507 (allergan complaint # (B)(4)). This is the second MDR submitted for the patient that was injected with the same device that affected the healthcare professional.